Manufacturer narrative:
H4: the lot was manufactured from july 01, 2020 - july 06, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the unspecified quantity of trifurcated fluid transfer tube sets break at the spike port. During compounding, the spike would begin to loosen and then the tubing would snap. This event occurred during compounding prior to patient use. There was no patient involvement. No additional information is available.